Event description:
On (B)(6) 2022, the customer alleged to medela llc that the suction wasn't working on her pump in style max flow breast pump even after replacing the parts. Additionally she alleged that she has mastitis.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verified correct size breast shield; confirming no milk backup had occurred; and verifying correct kit components were being used; verified parts were dry when pumping; inspected power supply for damage and that device powered on with power supply. The troubleshooting did not resolve the issue. A replacement device was sent to the customer. In follow up with a complaint handler on (B)(6) 2022, the customer stated that she developed mastitis three times due to low suction o the pump in style max flow. Additionally, she indicated that the first occurrence was in february and again in march and april for which she was prescribed an antibiotic. The customer also stated that the replacement pump is working well and is emptying her so much faster. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.